Event description:
A nurse reported that there was water leaking of cassette and aiv (auto infusion valve) had air leakage during vitrectomy surgery. The surgery was completed on the same day after replacing the product with another one. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in b.2., h.2., and h.11. Upon further assessment it was confirmed that the issue was attributable to the auto infusion valve (aiv) broken. Hence this is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. No further reports will be submitted under mfg report num. 1644019-2026-00710. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.6. The manufacturer internal reference number is: (B)(4).